Manufacturer narrative:
Follow-up #1 date of submission 06/30/2016-device evaluation: the pump was returned and evaluated by product analysis on 06/07/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that the pump was manually suspended and resumed twice on the event date. During testing, the pump was programmed with a 2 unit/hour basal rate and was exercised for 24 hours. The pump correctly displayed a delivery of 48 units following the test. The daily insulin delivery totals correctly reflected the user programmed basal rates. A delivery accuracy test was performed and passed with the pump delivering within the required range. No delivery interruptions or errors, alarms, or warnings were observed. A 10 unit normal bolus and audio bolus were both performed and recorded successfully. The rewind, load, and prime steps were completed successfully. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked with corrosion inside. A leak test was performed and failed, indicating a battery compartment leak. The pump case was removed, and no further evidence of moisture ingress was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6)2016, the patient experienced a blood glucose (bg) value over 600 mg/dl with extreme thirst and symptoms of dehydration. Reportedly, the patient administered a correction via the pump for the blood glucose excursion and did not receive care that was above and beyond the routine treatment of diabetes. The patient allegedly discontinued insulin pump therapy. It was also reported that the health care provider made adjustments to the bolus settings and basal rate. During troubleshooting with customer technical support, the reporter stated that the basal history did not match the basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with the history/settings issue.